Event description:
As part of a legal dispute intuitive surgical, inc. Received information regarding a patient that underwent a da vinci s lavh-lso for history of pelvic pain and irregular vaginal bleeding on (B)(6) 2009. Intuitive surgical was provided with the operative report and subsequent renal scan and abdominal ultrasound reports. There was no indication of a malfunction of the da vinci surgical system, instruments or accessories during the surgery. There was no report of an intraoperative complication. Standard dissection was performed with pk dissector and cautery scissors, uterus delivered transvaginally, vaginal cuff closed, and skin closed. On (B)(6) 2009, patient presented with left flank pain. An intravenous pyelogram was performed which showed dilation of the left ureter with narrowing near the bladder, no extravasation of contrast and delayed emptying of the bladder date of discharge is unknown. On (B)(6) 2009, 3 weeks postop, patient received renal scan with contrast for left flank and pelvic pain and h/o hydroureter which showed normal renogram with some pelvic contrast accumulation. On (B)(6) 2009, a pelvic transabdominal ultrasound was performed for history of constipation and pelvic pain and suspicion of ileus showed no free fluid or masses. No additional information was provided after the date of u/s

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci s surgical procedure.